Manufacturer narrative:
(B)(4). The insulin pump was received with cracked battery tube thread and broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s high blood glucose level was 176 mg/dl. The customer reported that there was crack on battery compartment and reservoir compartment. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.